Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review as the patient was having driveline fault alarms. The log files noted a driveline power fault on (B)(6) 2023 at 14:12. The cause of the alarm was not identified. The modular cable and the system controller were exchanged. It is unknown if the alarms resolved. The patient was discharged.

Manufacturer narrative:
Section d6a: date of implant not applicable to this device. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file contained data spanning approximately 1 day ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm was observed on (B)(6) 2023 correlating to the current in the power-b line dropping below the alarm threshold for 2 seconds. This current value was observed to fluctuate above and below the alarm threshold, and the driveline power fault alarm latched and remained active per design throughout the remainder of the data. No other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Per additional information, the alarm resolved upon exchanging the system controller and the modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record (DHR) for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline power fault conditions. ¿one of the two power handling wires inside the driveline may be damaged or broken. The pump is still running. Call your hospital contact immediately for diagnosis and instructions.¿ the heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the driveline power fault alarms resolved with replacement of the controller and modular cable. Modular cable MFR # 2916596-2023-06992.